Event description:
The customer reported to baxter corporate product surveillance of a continu-flo solution set where the luer activated valve is not working. The top port seems to have an intermittent occlusion. The anesthesia department stated that when they apply the syringe tightly they cannot inject the medication. However, if they loosen the syringe it will eventually flow. The male luer adapter was attached using a firm push and twist motion and luer lock collar was fully engaged. The injection site was not swabbed with antiseptic prior to use. There was no patient injury or medical intervention associated with this report. No additional information was provided.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed and the assignable root cause could not be determined. A batch review was performed finding that no exception/non-conformance reports were documented for this lot. If additional information or samples become available, a follow up report will be submitted.